Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. (B)(6). (B)(4). Device history records review was completed for part# 245.081, lot# 8961372. Manufacturing location: (B)(4), manufacturing date: may 09, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that a locking compression reconstruction plate (lcp) broke post-operatively. The implants were initially implanted on an unknown date to treat an ulna shaft fracture. Revision surgery was performed on (B)(6) 2016 to remove implants. Patient condition and surgery outcome were not reported. This report is for one (1) lcp reconstruction plate. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The broken plate was detected during routine control with c-arm. Patient is now ok and the fracture is healing. Concomitant devices reported: 3.5mm cortex screw 30mm (part # 204.030, lot # 9632779, quantity 1); 3.5mm cortex screw 26mm (part # 204.026, lot # 8622798, quantity 1); 3.5mm cortex screw 24mm (part # 204.024, lot # 2643495, quantity 1); 3.5mm cortex screw 18mm (part # 204.018, lot # 8624771, quantity 1); 3.5mm cortex screw 18mm (part # 204.018, lot # 2765803, quantity 1); 3.5mm cortex screw 18mm (part # 204.018, lot # 9081579, quantity 1).

Manufacturer narrative:
A manufacturing evaluation and product investigation were completed: the plate was received in two pieces due to the breakage. Strong scratches and marks are visible on the surface. The plate is bent and not in its original state. The device history record (DHR) does not show any abnormalities. Everything was produced in specification as it should. Measurements of the critical features were taken on the broken part. This confirmed the results of the DHR. The plate was produce as it should be; no abnormality in process was found. All critical measurements are in specification. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Per the technique guide, to prevent such issues, reverse bending or use of the incorrect instrumentation for bending may weak the plate and lead to premature plate failure. Unfortunately we are not able to determine the exact reason for this occurrence. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.